Event description:
During a vaginal hysterectomy, the seal open forceps shim detached and fell into the patient. The shim was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim sub assembly was detached from the jaw without the power cord. The shim was returned with the device. The device was received very clean, with little evidence of adhesive in the bottom of the locating holes on the jaw. Adhesive is present on the bottom of the shim insulator assembly. Conclusion: bond failure between the shim and jaw.